Manufacturer narrative:
Product event summary: analysis confirmed the reported event; both output connectors were broken.

Event description:
It was reported the atrial and ventricular connectors were broken. The external pulse generator was returned for repair. There was no patient involvement.